Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that in the last year they saw an implantable gastrointestinal stimulator settings different from prior to surgery. It was noted that the settings went from ma 10 to 92. No further complications were reported/anticipated.